Manufacturer narrative:
Without additional information hollister is unable to determine what caused the latch to break. The patient was noted to be "in trauma" which may have placed undue stress on the device.

Event description:
It was reported that the anchorfast endotracheal tube holder broke at the spline area near the shuttle. The patient was "in trauma" when it broke and the broken area caused an upper lip wound which was not deep. The anchorfast was exchanged for a new device. The event happened approximately in early (B)(6). No additional information is available.